Manufacturer narrative:
After further review, section d.4 primary unique device identification (UDI) number has been corrected accordingly.

Manufacturer narrative:
As reported, the 9x40 precise pro rx self-expanding stent (ses) delivery system could not be released after passing the lesion. The case was completed with a non-cordis stent. There was no reported injury to the patient. This occurred during a carotid stenting with the patient having carotid ischemia. The device was prepped while in the tray. The tuohy borst valve was in the open position when received. The tuohy borst valve was closed prior to removing the device from the tray. The stent was still constrained within the outer member/ sheath after removal from the tray. There was no difficulty encountered while flushing the stopcock. The intended lesion was in the internal carotid artery. The lesion was not at the carotid bifurcation. The lesion was measured to be 35mm in length. The lesion had 85% stenosis. The lesion was noted to add mild calcification with no vessel tortuosity. The lesion was pre dilated. The lesion had a 70% stenosis after pre-dilation. An 8f cordis sheath was used along with a cordis vista brite guiding catheter. The stent delivery system did not pass through any acute bends. There was no difficulty encountered while advancing or tracking the device towards the lesion. There was no unusual force used at any time during the procedure. There was no thrombus present proximal 2, at, or distal to the lesion site. There was no difficulty or resistance noted while crossing the lesion with the device. The stent delivery system did not pass through any previously placed stents. The user did maintain a fixed inner shaft position during deployment. Unusual force was not applied during deployment of the stent. The device was returned for analysis. A non-sterile ¿precise pro rx us carotid syst¿ was received for analysis coiled inside of a clear plastic bag. The device was unpacked and was placed on a metallic tray to be inspected. A thorough inspection was performed on the unit and does not present any damages. The device is partially deployed. The stent is properly mounted on the device. The hemostasis valve was returned opened. No other outstanding details were noticed. Functional analysis was performed to determine if the stent can be deployed as expected. The hemostasis valve was unlocked on the stent delivery system. The stent deployment functionality test was initiated by retracting the outer sheath while holding the inner shaft in a fixed position. The push rod traveled toward the distal tip as expected and the stent was deployed. The stent expanded normally presenting no damages or anomalies. The reported ¿stent delivery system (sds) deployment difficulty-partial deployment¿ was confirmed as the device was received with the stent partially deployed. However, the exact cause of the reported event cannot be determined. Functional analysis was performed successfully on the device with no issues noted. Therefore, based on the information available for review it is likely procedural and/or handling factors may have contributed to the event reported. According to the instructions for use, which is not intended to mitigate risk, ¿extract the stent delivery system from the tray. Examine the device for any damage. Evaluate the distal end of the catheter to ensure that the stent is contained within the outer sheath. Do not use if the stent is partially deployed. Flush the guidewire lumen of the stent delivery system with heparinized saline by connecting a 5-cc syringe filled with heparinized saline solution to the stopcock attached to the y connection (9) on the tuohy borst valve (1) to expel air. Ensure that the tuohy borst valve (1) is in the locked position to prevent premature stent deployment. Apply positive pressure to the syringe until saline weeps from the guidewire exit port (16). While covering the guidewire exit port (16) with thumb and forefinger, apply positive pressure to the syringe until saline weeps from the catheter tip (4) and the space between the outer sheath radiopaque marker (11) and the catheter tip (4). Continue to flush to ensure all air is removed from the system, then close the stopcock attached to the y connection (9) on the tuohy borst valve (1). B. Ensure that the tuohy borst valve connecting the inner shaft and outer sheath is locked by rotating the proximal valve end in a clockwise direction to prevent premature stent deployment.¿ the information available does not suggests a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.

Event description:
As reported, the 9x40 precise pro rx could not be released after passing the lesion. The case was completed with a non-cordis stent. There was no reported injury to the patient. This occurred during a carotid stenting with the patient having carotid ischemia. The device was prepped while in the tray. The tuohy borst valve was in the open position when received. The tuohy borst valve was closed prior to removing the device from the tray. The stent was still constrained within the outer member/ sheath after removal from the tray. There was no difficulty encountered while flushing the stopcock. The intended lesion was in the internal carotid artery. The lesion was not at the carotid bifurcation. The lesion was measured to be 35mm in length. The lesion had a 85% stenosis. The lesion was noted to add mild calcification with no vessel tortuosity. The lesion was pre dilated. The lesion had a 70% stenosis after pre-dilation. An 8f cordis sheath was used along with a cordis vista brite guiding catheter. The stent delivery system did not pass through any acute bends. There was no difficulty encountered while advancing or tracking the device towards the lesion. There was no unusual force used at any time during the procedure. There was no thrombus present proximal 2, at, or distal to the lesion site. There was no difficulty or resistance noted while crossing the lesion with the device. The stent delivery system did not pass through any previously placed stents. The user did maintain a fixed inner shaft position during deployment. Unusual force was not applied during deployment of the stent. The device will be returned for evaluation.